Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using an amphirion deep, a balloon burst with a circum ferential/radial pattern occurred during balloon inflation at 10 atm on the second inflation in the distal left anterior tibial artery at a site with 70% stenosis, moderate tortuosity, and moderate calcification. A non-medtronic the device was prepped according to instructions, and no issues were noted with packaging or device removal. The procedure was completed by changing to a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was no intervention required to remove the device and the device was safely removed from the patient. No vessel injury was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a radial burst at the proximal end of the balloon, (photo 3). The customer complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.